Event description:
It was reported the patient presented to the emergency room due to an implantable cardioverter defibrillator (ICD) that went into backup mode. The ICD was successfully restored. The patient was in stable condition.